Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). This report is on (3) unknown locking screws, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Sales consultant reports hardware removal due broken screws on (B)(6) 2013. The original implant was a 2.7 variable angle (va) locking compression plate (lcp) l fusion plate in a patients foot, on (B)(6) 2013. The sc reported the patient was brought back to surgery (B)(6) 2013 to remove the plate, due to 4 of the 6 screws being broken. The plate was originally placed across 2 joint surfaces. Surgeon noted: the screws were expected to break and the patient was healed. The surgeon is happy with the result of the patient. The surgeon removed the plate and 2 non broken screws and 4 broken screws using the screw removal set. The revision procedure was successfully completed. This report is on (3) unknown locking screws. This is 2 of 3 reports for complaint (B)(4).